Event description:
This will be conservatively filed against the device as a death. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) with leaflet tethering. Two mitraclips were implanted, reducing the mr to trace and grade 1+. On (B)(6) 2022, the patient expired while at home. The cause of death was unknown and additional details were not available. There was no device malfunction reported. Per physician, the death is unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The products were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported death could not be determined. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.